Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient swapped to a back-up controller due to a broken controller pin. A persistent driveline fault alarm presented on the alarm. Log file analysis confirmed the driveline fault event on (B)(6) 2020. The driveline fault alarm is suspected to be caused by the controller and not the patient's driveline. The patient's backup controller was exchanged. The controller exchanged was preformed without incident. The alarm did not persist on the new controller no further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(6) was shipped to the customer on 05mar2015. The reported event of a driveline fault alarm was confirmed from the analysis of the submitted log file. The log file captured the initialization of the system controller (B)(6), consistent with being a replacement or a backup controller (according to the time stamps). The submitted log file revealed that on 3/13/2020 at 16:08 a driveline fault alarm was active and corresponding to yellow wrench advisory alarm. The driveline fault appeared to be associated with phase 3 where the recorded phase 3 value was significantly lower than the recorded values for the other two phases, which indicating a correlation between phase 3 and the driveline fault alarm. The system controller, serial number reported as (B)(6), was not returned for analysis. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a system controller related issue. Attempt was made to have the controller returned; however, it was reported that the controller would not be returning. As a result, this complaint file will be closed accordingly. No further information was provided. The manufacturer is closing the file on this event.